Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal event. A boston scientific representative stated the patient's symptoms are not related to device operation. However, the representative does not recall the results of evaluating this device. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.